Manufacturer narrative:
This report is for an unknown end caps/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent an unknown surgery using expert humeral nail and expert femoral nail due to left femoral and left humeral midshaft fractures. After closing the procedure, the theatre called back to reopen the distal femur as it was rotated. Distal screws were used in reoperation. It was unknown if there was a surgical delay reported. The procedure was successfully completed. Patient outcome after the procedure was unknown. This report is for one (1) unk - end caps. This is report 3 of 3 for (B)(4).